Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced eight infusion set tubing was detached from hub event on (B)(6) 2024. The infusion set was in use for less than one day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4), MDR (B)(4), device 1 of 8.